Event description:
It was reported the patient presented to the emergency room (ER) a couple days prior to this report date with neurological symptoms and weakness. It was said the patient was very sick with a lot of medical issues. Reportedly, the infectious disease control division told the doctor the drug infusion system needed to be explanted because they were suspecting a meningitis infection. Consequently, the system was explanted the day prior to this report date. It was said the doctor did not want to explant it, but "his hands were tied." The pump medication was unknown. The product was not going to be returned for analysis.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8578, lot # h828554907, implanted: (B)(6) 2013, product type accessory; product ID 8575, lot # n078653, implanted: (B)(6) 2006, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8578, lot # h828554907, implanted: (B)(6) 2013, product type accessory. (B)(4).